Event description:
It was reported that during implant attempt, the lead had increased impedance and was not capturing consistently. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary - (B)(4). The full lead was returned and analyzed. Analysis revealed no anomalies were found. However, there was blood/body fluid in the outer tubing overlay. The outer tubing overlay was breached cut. There was blood in/on the helix/lobe mechanism. The lead was damaged at implant.